Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there were on-going issues with the cartridge leaking from the o-ring. Reportedly, the customer filled the cartridge after loading it on the pump. Tandem technical support informed the customer of proper load technique. Additionally, it was reported that the insulin gauge was inaccurate. A replacement pump was sent to the customer to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.